Event description:
It was reported that the patient had a return of spasticity. The patient's sister stated that the pump functioned as normal, but the catheter was not working properly. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)